Manufacturer narrative:
Device code 2017: failure to follow steps the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported unintended movement (clip open while locked) could not be determined in this complaint. The additional therapy/ non-surgical treatment is a result of case specific circumstances as two additional clips were deployed to stabilize the opened clip. Additional follow up with the account indicated that the clip delivery system (cds) was curved more than 90 degrees. It should be noted that the mitraclip gen4 instructions for use states, ¿do not deflect the sleeve tip more than 90 degrees as damage may occur.¿ as the user curved the cds more than 90 degrees, this is improper or incorrect procedure or method; however, as it cannot be confirmed if this user error contributed to this reported issue. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip open and medical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. It was noted rotated heart. The patient presented with a ruptured papillary muscle and was transferred for an emergency procedure. The first clip deliver system (cds-00718u376 ) was advancing to the mitral valve; however, the clip became entangled with the papillary muscle. Troubleshooting was performed, and the clip arm was maneuvered away from the pre-existing flail of the papillary muscle. The clip was partially freed and the cds was able to steer down to the valve. The clip grasped the leaflets, and possibly grasped the papillary muscle as well. The clip was deployed. A second clip was successfully deployed to further reduce mr. Then a third clip delivery system (cds 00729u128) was advanced to the mitral valve, and the clip was deployed, reducing mr to 1. However, the clip opened to 60 degrees after the release pin was pulled, increasing mr to 2. A plug was placed in the area where the clip opened to treat the mr and two additional clips were deployed to stabilize the opened clip. Five clips were implanted, reducing mr to 1. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.